Event description:
It was reported to philips healthcare that on (B)(6) 2014, the paramedics arrived on scene for a pt (pt age, sex, and weight are unk) who presented with chest pain. The heartstart mrx, which was on battery power, was used to monitor the pt, however the device shutdown with the screen going blank. The pt was unmonitored until for a few minutes until the ambulance arrived to transport the pt to hospital. The paramedics used a second heartstart mrx, which was on the ambulance, to monitor the pt. The emergency physician noted the device shutdown did not impact pt outcome as there was no delay in pt care, but rather a gap in monitoring the pt's ECG.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.